Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was explanted from the patient's left eye as the patient experienced intolerable halos and was unable to drive in the evening. Daily activities was significantly affected. During the explant the incision was enlarged, however, a vitrectomy nor sutures were required. Visual acuity (va) post-operative (op): 20/20. It was reported the iol is not available. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between 2/24/2023-3/6/2024. Section e1: first/last name: unknown/not provided. Section e1: telephone number (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information, however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.